Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The device was not received in the lma packaging and it was observed to be used. Upon receipt the 2 components (cuff and backplate) at the device joint were observed to be falling apart while the cuff tip was still attached. After closer observation, there was sufficient glue in place at the joint on both components. The reported defect was confirmed through visual inspection. However, the root cause of the failure cannot be determined. The defective device complied within specification and the reported lot is conformed and uniformed. Relevant parties were made aware of the complaint and there will be continued monitoring and trending of similar complaints.

Event description:
The event is reported as: the customer alleges the cuff detached from the lma tube. There was no patient harm reported.

Event description:
The event is reported as: the customer alleges the cuff detached from the lma tube. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.